Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely dirt and dust were adhered to the electrical contacts of the connector causing a temporary communication failure between the scope and processor.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was not confirmed. The unit was plugged in and ran for 8 hours without experiencing any issues or abnormalities. The device also successfully passed all functional and leak tests. Additionally, it was noted that the UDI labeling was faded and illegible. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the 4k autoclavable camera head was intermittently losing connection to the video system. According to the initial reporter, an e222 error was received when the image stopped displaying on the screen. There was no patient harm or consequence reported as a result of this event.